Event description:
A customer contacted beckman coulter inc (bec) reporting that the nucleated red blood count (nrbc) mixing chamber in the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analyzer was leaking bloody cell lyse. The leak was contained within the instrument. The volume of the leak is undetermined. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and glasses. There was no exposure to mucous membranes or open wounds and medical attention was not sought. No patient results were affected.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2012 for this event. The fse discovered pieces of sample tube stopper had plugged the drain port in the nrbc mix chamber. The fse replaced the nrbc mix chamber and had no further issues. Per labeling, dxh 800 instructions for use pn 629743: beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).